Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damaged occurred. The 90% stenosed lesion was located in a severely calcified and severely tortuous left anterior descending artery. The physician attempted to direct stent with a taus express2 3.0x20mm drug eluting stent, but was unable to cross the lesion due to the calcification and tortuousity. The device was removed from the patient, and it was noted that the distal edge of the stent was lifted up. The procedure was completed with another taxus express2 stent. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. There was no indication of a manufacturing defect or anomaly identified within the review of the manufacturing records for the reported batch number. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause will be documented as operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty.